Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the customer woke up to a black pump screen. The customer plugged the pump into a power source; however, the pump did not illuminate. After an hour of charging and after unplugging/re-plugging the pump into power source, the pump successfully turned on. The customer's blood glucose (bg) level was 310 mg/dl with moderate ketones and the bg level was addressed with a manual injection.